Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated that the mechanical operation of the catheter splitting showed a spiral slit. The mechanical operation of the catheter slitting was partially executed. The catheter did not slit along the score lines. Visual analysis of the lead indicated damage during use. The analyst noted that slitting was not on score line led a spiral slit. Slitting showed un-completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was slitting difficulty between the slitter and the delivery catheter. It was noted the lead dislodged twice during slitting two different catheters and an anomaly with the slitter was suspected. A third catheter was utilized and the lead was implanted. No patient complications have been reported as a result of this event.